Manufacturer narrative:
The customer cleaned the probe wipe to resolve the issue. There was no onsite service dispatched. (B)(4). The customer resolved issue themself.

Event description:
The customer reported that liquid (1-2 drops) was being left on top of tubes after cycling on the coulter act diff 2 analyzer. The leak was not contained within instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.